Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into a threshold suspend alarm. Customer checked their blood glucose readings and they were 217 mg/dl. Customer stated that the insulin pump was providing inaccurate readings. Customer also mentioned having sensor glucose readings of 77 mg/dl and the threshold suspend was noted to be set to 60 mg/dl. No further information reported.